Event description:
It was reported from patient's legal representative that patient underwent a total hip procedure on (B)(6), 2007. Revision procedure was performed on (B)(6), 2013 due to an unknown reason. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2013-00093 & 1825034-2013-01855). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a right hip revision procedure approximately six years post-implantation due to unknown allegations. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.